Event description:
Stryker clinical reported that a patient implanted with stryker devices from c5-c7 during an acdf (anterior cervical discectomy and fusion) procedure experienced bilateral pedicle fractures at c7 approximately seven years post-operatively on (B)(6) 2024. It was further reported that no medical intervention was performed for the fractures, and the surgeon indicated that it may have occurred due to distal junctional kyphosis. This report captures the second of two screws.

Manufacturer narrative:
H6: coding has been updated to reflect completion of the investigation.

Event description:
No new information.